Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 5max ace reperfusion catheter. During the procedure, the proximal part of the ace catheter became fractured. The ace catheter was successfully removed and the procedure continued using another penumbra system 5max ace reperfusion catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 5max ace was fractured approximately 0.9 cm from the hub. The 5max ace was also kinked 26.5 cm from the distal tip, possibly due to return packaging conditions. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace was fractured. Evaluation of the returned device confirmed a fracture in the proximal shaft, under the strain relief. This type of damage typically occurs when the device is improperly handled during insertion into the patient. If the 5max ace is manipulated at an angle during insertion into the patient, the shaft may fracture due to excess force and bending of the catheter. These products are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.